Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that once the six-shooter was in contact with the patient, the physician decided that its not necessary to perform a banding. The six-shooter went out of the patient with all 6 bands. Because a new employee was being trained, the physician demonstrated the six-shooter outside the patient. In this demonstration the user deployed the bands but the bands remained large. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The information provided indicated that the user deployed bands during test firing performed outside the patient. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Benchtop deployment is not representative of in vivo use. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear poly bag and a small container inside the box from the lot number provided in the report. The label matches the product returned. The irrigation adapter was not included in the return. Four photos were also received. One of the photos received confirmed the lot number reported. The other photos received confirmed the complaint as it can be seen that the bands had been deployed onto a table but had not constricted. Two of the bands had curled up after deployment while the remaining four bands retained their stretched state on the table. No other details can be determined from the pictures. Our laboratory investigation of the product received could not confirm the complaint as all 6 bands had been deployed from the barrel and were fully constricted as normal. The bands had been deployed and placed inside a plastic cup. Therefore, a functional test of band deployment could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the complaint was confirmed by the photos provided showing the bands not constricting as normal. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The information provided indicated that the user deployed bands during test firing performed outside the patient. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Benchtop deployment is not representative of in vivo use. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.